Event description:
It was reported to boston scientific corporation, that during a prostate biopsy procedure, a trupath biopsy needle misfired while inside the patient. They were able to obtain one sample successfully with this needle, but completed the procedure with another trupath biopsy needle. There were no patient complications and the patient condition was reported as "good" with "no injury".

Manufacturer narrative:
The returned device was found to be functional. However, it was found that the cannula latch and the mating posts from the handle upper shell were ultrasonically welded and deformed during manufacturing. This can cause the device to intermittently not arm correctly. The device history record review confirms that this device met all material, assembly, and performance specifications.